Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards israel affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve was successfully implanted but while reintroducing the dilator, the dilator went through the side of the esheath+. After withdrawal, a tear was noted. There was no patient injury reported and the patient was stable post-procedure. As per pictures provided, a esheath liner strand could be observed. The root cause of the event remained unknown.

Manufacturer narrative:
Correction to h6 and h11 due to device evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the esheath+ liner was torn. A liner strand was noted, and the distal tip was opened. There was tortuosity and calcification within the patient's access vessels. The reported event for a sheath liner strand was confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As per IFU a minimum luminal diameter sufficient for use of the 16fr esheath+ should be greater than or equal to 6mm. While no difficulty was reported during system advancement through sheath, these patient characteristics (undersize vessel, tortuosity, calcification) could create a challenging pathway by facilitating friction between the liner and crimped thv, making the liner susceptible towards damage. Calcification could also damage the exposed portion of the sheath liner via direct interactions with sharp calcium nodules, leading to immediate cutting/tearing or weakened liner. Compromised liner integrity could give rise a strand if compounded with device manipulation. It is possible that the crimped thv struts got caught on the sheath liner during this procedural step, leading to creation of a strand in the process. As such, available information suggests that patient (calcification, tortuosity, undersized vessels) and/or procedural (device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.